Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision of left tibial component and femur due to collateral ligament insufficiency; total knee arthroplasty without complications, satisfied with balance, full range of motion achieved. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately twenty-two (22) months post-implantation, the patient underwent revision surgery due collateral ligament insufficiency leading to instability. All components were replaced aside from the patellar implant. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: psn mc ve asf l 10mm 12/gh: catalog#42512101010, lot#66100779; psn tib stm 5 deg sz g l: catalog#42532007901, lot#66273242; all-poly patella cemented 38 mm diameter: catalog#42540200038, lot#66427370. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.